Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In previous follow-ups, episodes of ventricular noise were noted on the lead. The electrocardiogram showed inhibition of pacing due to the noise observed. During an ICD replacement, the ventricular lead was capped and replaced. The patient is well.